Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but not meet release criteria. The physician recaptured the closure device but noted that there was some difficulty in the recapture. The wds was removed from the patient and replaced with a new 40 mm wds. The new closure device was deployed but did not meet release criteria. The physician recaptured this device and then redeployed it in the laa. The closure device did not expand fully due to damage that was noted at the distal marker band of the wds. The wds was removed from the patient and a new 40 mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.